Event description:
Senseonics was made aware of an incident where user reported being hospitalized after developing sepsis secondary to a urinary tract infection. The event occurred on 26 at 3:00 am.the user stated they were feeling okay at the time of the call. The event was not related to diabetes or glucose measurements. Per dms records, the user is currently using the system and data are up to date.

Manufacturer narrative:
The user reported being hospitalized after developing sepsis secondary to a urinary tract infection. The event occurred on 09/24/2025 at 3:00 am et. The user stated they were feeling okay at the time of the call. The event was not related to diabetes or glucose measurements. Per dms records, the user is currently using the system and data are up to date.